Event description:
It was reported the recharger was not charging the implantable neurostimulator and the patient felt stimulation in the wrong location following an implant. Reprogramming was not successful in targeting stimulation for the right leg. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).